Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the front of the bag. The leak was discovered at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 10, 2018 - july 12, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fill port was cut where the customer likely drained the contents. A functional testing was performed which revealed a leak in front of the bag at the bottom right end of the x of the non-latex symbol. Additional magnified inspection was performed which observed a small hole in front of the bag where the leak occurred. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.